Event description:
On 1/11/2007, abbott point of care was contacted by a customer who reported that an I-stat cardiac troponin I cartridge yielded a result of 0.04 ng/ml on a patient 22:54 in 1/07. A sample that was drawn previously generated a troponin I result of 0.56 ng/ml at 18:45 on a laboratory analyzer. Because of the discrepancy in results, the physician ordered additional tests. In 1/07 at 23:40 laboratory result 0.74 ng/ml. Next day at 5:22 -stat ctni result 0.08 ng/ml. Same day at 5:30 laboratory result 0.69 ng/ml. A cardiac catheterization was performed on this patient in 2007 and showed multivessel coronary artery disease.